Manufacturer narrative:
(B)(4): added additional information. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. When the device is either not torqued properly or placed where the active blade is in contact with another metal object, it causes a chirping or squeaking noise to be heard.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an laparoscopic esophagectomy procedure, an error 5 was displayed and a keening sound was sometimes heard during use. The blade was cleaned by the nurse and the system check was performed on the mayo table. As the error continued, the device was reset and the system check was performed again. The blade was broken off during the second system check. As the blade was broken off outside the patient, no pieces fell into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.